Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported insufficient blower current, followed by a vent inop condition. There was no reported patient involvement.

Event description:
The customer reported insufficient blower current, followed by a vent inop condition. There was no reported patient involvement.